Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device was selected to be used. During the procedure, the closure device was deployed into the laa and removed after some deliberation. Upon coming out of the body, there was a non-mobile thrombus on the closure device. The activated clotting time (act) was over 250 seconds, and more heparin was administered which increased the act to 400 seconds. Heparin was administered originally half before transeptal and half after. Another 31mm closure device was prepped and inserted, and the procedure was completed without issue. The patient was already discharged and is fully recovered. It was further reported that the thrombus was located on the back of the closure device, specifically in the struts near the puck. There was no thrombus near the core wire. The act above 400 seconds was before the second closure device was released but before it was redeployed in the appendage.

Manufacturer narrative:
The device was not returned for analysis as [the device remains implanted]; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device was selected to be used. During the procedure, the closure device was deployed into the laa and removed after some deliberation. Upon coming out of the body, there was a non-mobile thrombus on the closure device. The activated clotting time (act) was over 250 seconds, and more heparin was administered which increased the act to 400 seconds. Heparin was administered originally half before transeptal and half after. Another 31mm closure device was prepped and inserted, and the procedure was completed without issue. The patient was already discharged and is fully recovered. It was further reported that the thrombus was located on the back of the closure device, specifically in the struts near the puck. There was no thrombus near the core wire. The act above 400 seconds was before the second closure device was released but before it was redeployed in the appendage.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device was selected to be used. During the procedure, the closure device was deployed into the laa and removed after some deliberation. Upon coming out of the body, there was a non-mobile thrombus on the closure device. The activated clotting time (act) was over 250 seconds, and more heparin was administered which increased the act to 400 seconds. Heparin was administered originally half before transeptal and half after. Another 31mm closure device was prepped and inserted, and the procedure was completed without issue. The patient was already discharged and is fully recovered.